Manufacturer narrative:
Concomitant medical products: 1688tc lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated left ventricular (lv) lead threshold. There was no further elevated threshold noted after that date. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.